Event description:
It was reported that the patient died due to cardiopulmonary arrest. It is unknown whether the patient's cause of death is device or procedure related.

Manufacturer narrative:
The reported event was patient death. The device voltage was received at elective replacement indicator (eri). Final analysis did not find any anomalies.